Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level ranging from 576-577 mg/dl and moderate ketone levels. A correction bolus was delivered and the pump supplies were changed in attempt to address bg level. The customer was treated with intravenous fluids of saline and insulin, potassium, and calcium while in the ER. Tandem technical support (cts) performed a pump system check and verified the pump functioned as intended, however, the customer alleged that the pump did not function as intended. At the time of the report with cts the customer was still in the ER. Additional information regarding the reported event was not provided. Reportedly, the customer reverted to manual injections for insulin therapy.